Event description:
No pump was returned to fresenius kabi for evaluation. The reported "overdelivery" was unfounded. The customer reported an event of an infusion that completed faster than anticipated. Upon log review, no infusions in the pump logs match the what the customer was describing. Therefore, this complaint could not be confirmed. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "had work order put in for question on delivery amounts let me know if need to have pump sent in. Infusion completed without faults. 40 ml delivered in specified time. User stated; patient receiving oxaliplatin desensitization. Infusion started at 0916 at a rate of 0.5 ml/h for 15 minutes. Pump alarmed at 0928 stating infusion complete (3 minutes early). Remainder of oxaliplatin infusion completed with no pump complications/no early completions. Downloading logs and awaiting vendor response." A preliminary review identified the following issue: overdelivery. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.